Event description:
In 1996 pt was treated by dr. She was given a knee prosthesis bilaterally. Then the dr said the tibia cement got loose. The revision was done on 5/12/97 on pt's left knee. Pt can not walk to far, she is still having problems with both knees, with walking and stability. She has fallen more than 4 times.